Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic gastrectomy, when the device was being used to cut off the gastric tissue, it could not be fired normally. The surgeon was able to press the green button but was not able to squeeze the handle. Replaced one reload at first, but still was unable to fire, then replaced by another device and it could be fired normally. There was no patient injury.